Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that a noisy image occurred due to a corroded suction connector. In addition to the foreign object found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped; the suction connector was dirty due to water leakage; the control unit was discolored; the suction cylinder was shaved; there were scratches on the plastic distal end cover, the scope connector, the connecting tube, the scope connector cover unit, the protector of the universal cord on the control section side and the suction connector side, the universal cord, the grip, the scope cover, the switch box, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the control unit, and the suction connector. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device displayed a flickering image. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that the instructions for use (IFU) is being implemented. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.